Event description:
It was reported that a chest x-ray revealed the left ventricular (lv) lead had pulled back and dislodged post implant. The lead exhibited high thresholds and no capture in certain pacing vectors. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).